Event description:
It was reported that during a routine generator change out, externalized conductors were observed. Patient was asymptomatic. Lead was capped and replaced. No electrical anomalies were detected. Patient was fine post-procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.